Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible occasional undersensing. The right atrial (ra) lead exhibited possible undersensing, decrease in p-wave, increase of thresholds and decrease of impedance. The rv and the ra lead remain in use. No patient complications have been reported as a result of this event.